Event description:
A nurse reported that during a phacoemulsification surgical procedure with intraocular lens insertion, according to the surgeon's report, there was excessive resistance from the injector during manipulation and when the lens was inserted, it ¿cracked¿ inside the eye, compromising part of the visual axis. It was necessary to use another iol and another injector. Additional information has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information has been provided in h.3., h.6., and h.11. A sample was not received at the manufacturing site for evaluation for the report of a excessive resistance causing damage to lens; however, the attached customer photos confirm the reported issue of a damaged lens. No lot number was identified with this complaint; therefore, a device history record review could not be conducted. Because a sample was not received and no lot information is available; therefore, the root cause for customer complaint issue cannot be determined. The manufacturer internal reference number is: (B)(4).